Manufacturer narrative:
A review of the device history record, which includes verification of all steps in the manufacturing of the us catheter kit, verification of all final testing performed by/on the us catheter kit, and packaging for subject us catheter kit was performed. The review did not identify any non-conformances, issues or capas associated with us catheter kit function. Device was discarded and not returned. The cause of the infection is unknown. Internal complaint number: (B)(4).

Event description:
Clinical specialist (cs) contacted technical solutions to report a catheter that was explanted due to infection at the pump incision. Cs reported that the catheter was discarded by the facility. Cs confirmed that the physician is unsure what caused the infection. Pump was also explanted and discarded due to the infection. MFR 3010079947-2021-00072 was opened to address the pump explant.